Event description:
Covidien rec'd info that the alarm's audio was not working. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed performance verification testing (pvt) and calibrations. (B)(4).